Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, intraoperatively the aiming arm could not be used correctly, the aim was inaccurate. Three bolts should be placed during the ankle joint surgery but only one could be placed due to the allegation of the instrument. Procedure was delayed for sixty(60) minutes. This report is for one (1) aim-arm f/expert han f/03.008.007. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that aiming arm shows damage and the drill bit has been blunted. Surgery was completed with the reported device. Patient outcome is reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot d9 h3, h4, h6: part: 03.008.009 lot: 1842864 manufacturing site: hagendorf supplier: n/a release to warehouse date: april 24, 2008 expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aim-arm f/expert han f/03.008.007 ( 03.008.009) is in used conditions, some scratches and signs of damage are present on the device, however; the device it looks able to function properly. In addition, due to all the mating parts were not received (the aiming arm, the bolts, the plate/nail), we are unable to confirm that the aim is inaccurate. A dimensional inspection for the aim-arm f/expert han f/03.008.007 was unable to be performed due to due to basic dimension are irrelevant to the complaint condition.. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the aim-arm f/expert han f/03.008.007 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.